Event description:
It was reported that "patient called to report that the right hip has pain in the groin area, and squeaky or grinding noises. Pain is all the time, pain has been since the beginning. Right hip."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.